Manufacturer narrative:
Investigation summary: introduction: this complaint is for misidentification of acinetobacter baumannii when using phoenix panel nid (catalog number 448007) batch number 5254645. Device/batch history review: the batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Returned sample analysis: the customer returned phoenix generated lab reports for the investigation. Investigational testing: to investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using in house isolate a. Baumannii on a phoenix m50 machine and evaluated for identification results. Conclusion: the panels tested identified their inoculated isolates correctly, this complaint is unable to be confirmed. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (acinetobacter baumannii) was misidentified as moraxella (formerly branhamella) catarrhalis. The user verified the final result using bacterial culture. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (acinetobacter baumannii) was misidentified as moraxella (formerly branhamella) catarrhalis. The user verified the final result using bacterial culture. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.